Event description:
It was reported that review of the remote home monitoring system data noted increasing shock impedance measurements one month earlier for this right ventricular (rv) lead. The patient was brought in for testing and no issues were observed with maneuvers. An x-ray was taken and no abnormalities were seen. Currently there are high out of range shock impedance measurements of greater than 125 ohms. (B)(6) technical services (ts) was consulted and review of the measurements note a range from 100 to 165 ohms. No noise was seen in any stored episodes. Ts discussed troubleshooting options. This rv lead remains in service and no adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).